Event description:
A medtronic ent representative received a report from a site registered nurse (rn) that, while in an ent procedure, the cable to the emitter on their navigation system was loose and they were experiencing intermittent tracking. The surgeon instructed an rn to hold the emitter in position to allow proper tracking for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site. A medtronic representative, following-up at the site, reported doing a check on the navigation system, and determined the issue was with the placement of the emitter. The medtronic representative conducted training with the surgical team. No further issues have been reported. Replacement emitter/field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds the field generator was returned unused. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed.